Event description:
Additional information received identified the ipg was explanted and replaced with another model on (B)(6) 2017 which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort (described as shocking sensation by patient) at the ipg site. Reprogramming was tried to no avail. Surgical intervention may be taken at a later date to address the issue.